Event description:
The user facility reported a wire fracture on the gt wire device. Follow up communication from the user facility confirmed the following: (1) when inserting the actual sample into a pta balloon there was a catch feeling; (2) the sample was retrieved and found to be damaged with the exposure of the core wire; and (3) there was no impact to the patient.

Manufacturer narrative:
The actual sample has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the core wire was exposed on the area approx. 5 - 6mm from the distal extremity. At 7mm from the distal extremity, the urethane layer was noted to have been deformed. Magnifying inspection of the distal segment found that the core wire was exposed at the distal extremity as well, with elongation of the urethane layer. The distal segment was found to have been deformed. Magnifying inspection of the segment around 5 - 7mm from the distal end found that the urethane layer had been elongated on approx. 5 - 6 mm and compressed at approx. 7mm from the distal end. Electron microscopic inspection of the distal segment revealed the generation of some creases on the urethane layer. Electron microscopic inspection of the segment around 5 - 7mm from the distal end did not find any anomaly. The distal extremity and the segment on approx. 5-7mm from the distal end were inspected under x-ray fluoroscope. The gold coil was found to have gotten fractured at approx. 5mm from the distal end. The length of the gold coil was verified to be equivalent to that of the current product sample. The core wire of the actual sample was measured from the distal extremity protruding from the end of the gold coil to the proximal end and verified to be comparable to that of the current product sample. The outside diameter was determined and confirmed to meet manufacturing specifications. The actual sample underwent tactile inspection for the state of the lubricity of the coating along the wire. No catch was felt. Simulation testing was conducted with current product samples. The test sample was inserted into a two-way stopcock and the stop cock was turned. The test sample got kinked at two points with the urethane coating getting fractured. The deformation with the exposure of the core wire was duplicated on the test sample. A review of the device history records confirmed that there were no production related problems for this product/lot# combination. A review of the complaints file confirmed that this product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to a pinching force and was damaged. The device labeling does address the potential for such an event in the instructions-for-use, which states: (1) if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. (2) continuing to manipulate or rotating the guide wirre gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).